Event description:
Broken hex screwdriver and a part was retained within the patient. The head of the driver broke during use and remained intact with the implant screw. The physician unsuccessfully attempted retrieval of the foreign body.